Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Upon inspection only minor deformation of the cage, consistent with normal screw insertion, was identified. Conclusion: a plausible root cause could not be determined because the reported event could not be duplicated.

Event description:
It was reported that the 5.0x25 screw that was placed on right side bottom hole went through the cage; visualized upon x-ray. Tried to back screw out but couldn't. The surgeon had to remove anchor l cage and screws; placed a new cage and 6.0x25mm screws.

Event description:
It was reported that the 5.0x25 screw that was placed on right side bottom hole went through the cage; visualized upon x-ray. Tried to back screw out but couldn't. The surgeon had to remove anchor l cage and screws; placed a new cage and 6.0x25mm screws.